Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the tip of the suturefix inserter got caught at the tip of the drill guide and broke. The broken tip of the inserter came out when the guide was pulled out, it did not stay inside the joint. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device inside a plastic bag, laying on a surface. The distal tip is broken at the end. Insufficient product identification information was provided and thus a complaint history review, a risk management review and a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.